Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain/pelvic') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed by hysterectomy(partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, psychological trauma, urinary tract disorder, vaginal discharge, urinary tract infection, migraine, hormone level abnormal and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, hormone level abnormal, migraine, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2014 she had received treatment for pain, psych injury, urinary problems.,vaginal discharge, uti,migraine, hormonal changes, weight gain. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs received: event was added- abdominal pain, dysmenorrhea cramping), dyspareunia (painful sexual intercourse), psych injury, urinary problems, vaginal discharge, uti, migraine, hormonal changes, weight gain. Patient demographic details, reporter and product information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pain") in a female patient who had essure inserted. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.